Event description:
It was reported before use of the 30 ml bd luer-lok¿ tip syringe there was foreign material on the stopper.

Manufacturer narrative:
Investigation: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. One (1) sample was provided by the customer for analysis. When viewed using magnification a light blue fiber about 3mm long was observed on the stopper face in the fluid path. Production associates were light blue hair and beard nets when on the production floor. This fiber appears to match that material and appears to have fallen into the product during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use of the 30 ml bd luer-lok¿ tip syringe there was foreign material on the stopper.